Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Device passed the self test, sleep current measurement and active current measurement. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken reservoir tube lip, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blank display. The customer had not reported the symptoms. The customer was treated with syringe. Customer¿s blood glucose level was advised as 259 mg/dl. Customer states that today when changing the battery on her pump it's not turning on when placing a new battery inside. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.